Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported during a pacemaker replacement procedure, this chronic atrial lead was surgically abandoned (capped) due to high thresholds of 5.0 v at 0.8ms. A new lead was successfully implanted. No adverse pt effects were reported. The device was actively implanted for approx 9 years, 8 mos.